Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During an av node ablation procedure, there was noted to be a high level of noise during ablation using a non-abbott (boston scientific) blazer catheter and ampere generator. The signals could not be read. Everything was connected to the ground in fully conventional mode. No cable was touching the ground. A non-abbott (ge) ep recoding system and 2 rf return patches were used. Even without ablation, the noise level is high and the his signal could not be seen. There was a maximum of 80 watts. There was no ablation performed, and the procedure could not be completed. There were no adverse patient health consequences.